Event description:
Essure device placed in left fallopian tube, device felt like it did not deploy. Attempted a second time, metal shard removed. Physician then went to utilize second essure device with different lot number and device deployed in right fallopian tube. Attempted left fallopian tube, essure device again unsuccessful.